Event description:
This lead was implanted on (B)(6) 2003, and remains implanted at this time. A call placed to technical services on (B)(6) 2013, states alert for check ra lead. Likely is for a low p- wave greater 10,000 antitachycardia pacing. Looking at most recent two, were appropriate, but only 2 recent electrocardiograms. Technical services reminded rep that the device only stores 1 o total episodes. And the most recent two with egms. The lead had good threshold and impedance. It was noticed, when he reached down, lots of noise on the ra, p-wave is 4mv. Reviewed a few episodes, and can see farfield sensing and some normal short-lived true atrial flutter. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).